Event description:
It was reported that the customer was having trouble with the insulin pump. Their blood glucose was 325 mg/dl. The customer disconnected from the device and was treating with manual injection. They feel that the boluses are not being delivered. The customer had a brain surgery due to a tumor. The customer's symptom of high blood glucose was confusion. The spouse was calling for troubleshooting. The drive support cap was recessed, all settings were correct, no leak or air was found. In the history of the device there were alarms for low reservoir, low battery, motor error, and no delivery. Insulin exited during manual prime. High pressure test was not performed because the customer did not have the tubing clamp. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.